Manufacturer narrative:
The reported complaint was not verifiable. The field service representative (fsr) talked with the hospital biomedical engineer (biomed) on the phone and they did not want to pay for a new unit. The fsr called back at a later time to confirm the hospital's decision and they did not want to pursue a repair. No part was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous line occluder did not have power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.